Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The end of the needle has been broken off of the device. The needle assembly rod is bent. The t1 is off the needle. The t2 is on the needle. The variable depth straw has been trimmed. A functional evaluation could not be performed due to the broken needle. An evaluation of the customer provided image found the needle broken off the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a statement (c of c) or evidence of conformance to material and processing specifications must be provided. An analysis of the customer provided images found the needle broken off the device. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, not known if internal or external to patient, the needle of an ultra fast fix fell off. It is unknown if there was a surgical delay. The procedure was successfully completed using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, the needle of an ultra fast fix fell off. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.